Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, brown particles in the shell, encapsulation cloudy in the gel and deformation. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is:no issues found related with the manufacturing. Additional, changed, and/ or corrected data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device has been explanted and replaced with non-allergan device. Additionally hcp reported capsular contracture baker iii grade.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "lot of periprosthetic liquid, with internal artifacts overwhelming". Device remains implanted.